Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 10 march 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr), tethered septal leaflet for a triclip procedure. During the procedure, imaging was impaired due to patient anatomy and hiatus hernia. During leaflet grasping, the clip became entangled with the chordae, and the grippers were unable to lower due to the entanglement. Troubleshooting was performed and the issue was resolved. Following troubleshooting, the clip was advanced again into the right ventricle, and during the first grasping attempt in the anterior septal(mid) position, the clip became entangled in the chordae once more. Troubleshooting was attempted again but was unsuccessful. As a result, the clip was deployed on both leaflets along with the chordae.. The tr was reduced to grade 2 post procedure. There was no clinically significant delay reported.